Manufacturer narrative:
The autopulse platform (sn 36881) associated with this complaint was not returned to zoll for evaluation. The customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) and (ua) 18 (max take-up revolution exceeded) error messages after the call. Therefore, device evaluation and service were not required to be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient/manikin (weight). As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient/manikin (weight), which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/manikin and the band are properly aligned, and press restart.

Event description:
During the patient call, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and (ua) 18 (max take-up revolution exceeded) error messages. The user switched to the manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
**UDI related data quality updates only**.